Manufacturer narrative:
(B)(4) clarification to age or date of birth: (B)(6). Clarification to implant date: between (B)(6) 2015 and (B)(6) 2016. Article citation: gillmann, kevin, et al. "Combined and stand-alone xen 45 gel stent implantation: 3-year outcomes and success predictors." Acta ophthalmologica, vol. 99, no. 4, 15 september 2020, pages 1-9. Crossref, doi:10.1111/aos.14605. Requests for further information have been made. Allergan has received no response from the authors. The events of gel stent blockage, vision loss, hypotony maculopathy, macular hemorrhage, exposure, glaucoma progression, endophthalmitis, and retinal detachment are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The events of gel stent blockage, exposure, and endophthalmitis are known adverse events addressed in the product labeling.

Event description:
The article "combined and stand-alone xen 45 gel stent implantation: 3-year outcomes and success predicators" noted the serious adverse events of 24 eyes were considered surgical failure and were all due to uncontrolled iop needing an additional glaucoma procedure with two patients experienced persistent loss of bcva. It was noted that these two cases had vision loss permanently. One of these was due to hypotony maculopathy and the other was due to retinal detachment. One patient experienced a macular hemorrhage, one patient with a tube erosion, and two patients experienced a blocked stent. One patient experienced late-onset endophthalmitis 9 months after a secondary surgical intervention of a deep sclerectomy.